Event description:
When taking down the suction/irrigator, brown, oily water spilled out of the pump and onto the floor. Somehow liquid had gotten into the pump. The pump was not used during the case. If it had been used, it is unknown what might have reached the patient's abdominal cavity.